Event description:
Customer alleged that the right intermediate rail was not latching. No injuries were reported. A hill-rom technical support representative said, that issue with siderail not latching was resolved by performing mod 380 on this bed.